Event description:
It was reported that intermittent, on-going occlusion alarms occurred. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ h3 other text : device not returned.